Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a vein with retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. A 4.0-4/4t/40 symmetry 40 balloon catheter was advanced to dilate the target lesion. The pressure was added slowly; however, it was noted that the pressure level stopped increasing. The physician then concluded that the balloon ruptured. The device was removed from the patient's body. Subsequently, inflation test was done and a pinhole was confirmed. The procedure was completed with a 4mm x 4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.